Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion in the ramus. It was reported that the device failed to cross the lesion and when it was removed a damaged stent strut was noted. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.